Manufacturer narrative:
H6: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. H6. Code 4315 - as the device was not returned, no evaluation of the device could be performed.

Manufacturer narrative:
Added b5: additional event description information.

Event description:
It was reported the physician suspects the cause of the occlusion may have been the device's placement behind the knee.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment of the right superficial femoral artery. The back of the knee was reportedly punctured, and three vascular stents ptx were implanted from the sfa to the p1 region. (B)(6) 2019, bleeding from behind the knee was identified. As an emergency treatment, a gore® viabahn® endoprosthesis was implanted right below the sural artery. Approximately 70 minutes postoperation, stentgraft occlusion was observed. On the same day, an emergency surgical thrombectomy was performed as a treatment. (B)(6) 2019, the stentgraft re-occlusion was confirmed. However, there was reportedly collateral flow from the sural artery, the physician decided to monitor the patient.